Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Investigation summary, according to the information received, it was reported via complaint submission tool that during a rotator cuff procedure a needle got jammed in expressew iii suture passer w/o hook and was unable to be removed. The needle would not retract back, it got stuck in the fired position. The complaint device was received and evaluated, visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the device. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As per IFU-110114, cleaning instructions; when cleaning, fully immerse the instrument in the cleaning solution to avoid aerosol generation. Use a soft bristle brush to remove all traces of blood and debris. Maintenance; between uses, lubricate moving parts with a water-soluble lubricant. The complaint can be confirmed. The possible root cause for the reported failure can be attributed when repeatedly passing the needle through excess tissue causes that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing wear of internal components leading to rough deployment issues. Also, it is a possibility that when the needle was jammed inside the device, it was pulled out from the distal end of the device which broke the needle. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during an unknown procedure on an unknown date, it was observed that an unknown needle device was jammed inside the expressew iii w/o hook device that it could not be removed, would not retract back and stuck in the fired position. During in-house engineering evaluation, it was observed that a part of the needle tip was broken and stuck between the suture channel of the lower jaw. The rest of the needle was jammed inside the shaft of the device. There was no surgical delay nor patient consequence reported. No additional information was provided.